Event description:
It was reported that, "the spacer stick broke when it was inserted into the joint space. There was no adverse affect to the pt of procedure.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.